Event description:
The patient underwent generator replacement. The explanted device has not been received for analysis to date.

Event description:
Notes mention that they will check her vagal nerve stimulator to see if this is why she is having more seizures. Notes indicated she is sleeping well, her constipation is treated and she has not had any other medical problems that would cause increased seizures. Patient is referred for replacement. No known surgical intervention has occurred to date.